Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the lead was capped and replaced due to oversensing on (B)(6) 2019.

Event description:
New information states that the lead exhibited possible lead fracture. Impedance was out of range at the time of interrogation.